Manufacturer narrative:
(B)(4). The field report was unable to implant. A complete lead was returned in one piece with all four tines were found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. (B)(4).

Event description:
The lead could not be properly placed during the implant procedure. A different lead was used to complete the procedure. The event date , implant date, and explant date are unavailable.